Event description:
The 8 fr. Iab was inserted into the pt in 2000 at 11:30 a.m. And removed in the next month after insertion at 9:00 a.m. The iab did not malfunction. The pt had major ischemia. Surgery was required for an amputation. It was reported that the pt expired in the hospital as a direct result of iab therapy. No iab was returned to datascope. Event complications: major ischemia/amputation/expired.